Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm insulin flow blocked. Customer's blood glucose at time of incident was 9.1mmol/l. The customer mentioned that she already change everything 3 times. The customer still received the same error. The customer was informed that we will send a replacement and send her pump for analysis.

Manufacturer narrative:
The insulin pump passed the functional test, including the self-test, sleep current measurement test, rewind test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin flow blocked alarm functioned properly during the basic occlusion test and occlusion test. No unexpected insulin flow blocked alarm noted during testing including the fill cannula delivery. The insulin pump had minor scratches on display window and scratched case.